Event description:
It was reported that oversensing and increase in pacing impedance were observed approx. 145 months after the implantation. The patient was called in for a follow-up and the therapies were turned off.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 recorded the pacing impedance initially at 550 ohms, before in the end of the recorded period the pacing impedance abruptly rose to greater than or equal to 3000 ohms and then suddenly dropped to 1900 ohms. Further analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.